Manufacturer narrative:
Concomitant medical devices: 4678, lead, implanted: (B)(6) 2017, dtma1q1 crt-d, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high/undefined rv coil, superior vena cava (svc) coil, and pacing impedance.  A suspected high voltage coil fracture was suspected.  The rv lead alerts and therapies were programmed off, and the lead remains in use.  No patient complications have been reported as a result of this event.